Event description:
It was reported a patient underwent an idiopathic ventricular tachycardia (idvt) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and patient experienced cardiac perforation treated with surgical intervention. A pericardial effusion was noticed after going transseptal. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and they ended up having to call the surgical team to open the patient. The patient was reported to be in stable condition. The physician suspected that the movement of the sheath up against the wall of the aorta may have caused the effusion but they could not confirm. There was no ablation catheter in the body at the time the injury was discovered. Additional information was received on 08-feb-2024. Transseptal puncture performed with abbott brk needle and the carto vizigo¿ 8.5f bi-directional guiding sheath. No error messages observed on biosense webster equipment during the procedure. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient required extended hospitalization because of the adverse event. The patient had to stay overnight when they normally could have been released that day. Monitoring of recovery was needed. The outcome of the adverse event was the patient fully recovered (no residual effects). The location of the perforation was the aorta. Clarification was received on 16-feb-2024 that the carto vizigo¿ 8.5f bi-directional guiding sheath was used but was not in the aorta. The physician believes a slight hole was created but there was no puncture into the aorta. The adverse event was assessed as MDR reportable under the carto vizigo¿ 8.5f bi-directional guiding sheath.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).